Manufacturer narrative:
H3 - device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that a procedure was performed on (B)(6) 2024. Duing the procedure the lenke probe (c2100) tip broke. The tip was retrieved and the procedure was completed utilizing another lenke probe readily availalbe. There was no patient injury but a five (5) mintue delay to the procedure resulted from the malfunction.

Event description:
It was reported that a procedure was performed on (B)(6) 2024. Duing the procedure the lenke probe (c2100) tip broke. The tip was retrieved and the procedure was completed utilizing another lenke probe readily availalbe. There was no patient injury but a five (5) mintue delay to the procedure resulted from the malfunction.

Manufacturer narrative:
H3 device evaluation - fracture occurred at the 40mm circumferential line on the probe. With distribution release date of nearly 7 years, it is determined that root cause associated with the failure of this probe is it has exceeded its usable life span due to normal wear and tear. Review of device history records found six (6) pieces of lot qc17236-1 released for distribution on 11/2/2017 with no deviation or anomalies. As normal wear and tear is deemed responsible for instrument failure, no corrective action is warranted.